Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ECG's non-functional) has been confirmed. Upon investigation the electrode belt had non-functional ecgs. The cause was isolated to a component on the distribution node pca was damaged and a wire in the ECG cable was broken. The root cause for the damaged cable and damaged component could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.